Event description:
As reported: "orif was performed for a male patient with right femoral trochanteric fracture. After tightening the set screw, the surgeon found that the bone head could be rotated while the nail was implanted. Thus, the surgeon attempted to loosen the set screw to adjust the rotational alignment by the lag screw. However, the set screw was not loosened even though the surgeon tried to turn it both clockwise and counterclockwise. Eventually, the lag screw began to turn slightly, so the surgeon completed the surgery by adjusting the lag screw and retightened the set screw while the set screw did not turn smoothly even after adjusting the lag screw."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. In relation to the set screw insertion following statement of the gamma4 hip fracture nailing system operative technique can be pointed out: "warning ensure the lag screw driver handle is parallel or perpendicular to the proximal targeting arm. Take care during set screw insertion to avoid any implant damage. This may compromise implant performance." If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "orif was performed for a male patient with right femoral trochanteric fracture. After tightening the set screw, the surgeon found that the bone head could be rotated while the nail was implanted. Thus, the surgeon attempted to loosen the set screw to adjust the rotational alignment by the lag screw. However, the set screw was not loosened even though the surgeon tried to turn it both clockwise and counterclockwise. Eventually, the lag screw began to turn slightly, so the surgeon completed the surgery by adjusting the lag screw and retightened the set screw while the set screw did not turn smoothly even after adjusting the lag screw."